Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead exhibited a failure to capture and a failure to sense. The left ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.